Manufacturer narrative:
Additional information received reported that patient symptoms included episodes of dizziness prior to the admission to the implanting hospital with normal CT scan and darker than normal urine, thought to be due to dehydration. At the time of the reported high power and increasing hemolysis parameters the "inr was in range", patient had uncontrollably high blood pressure throughout the episode and also had a known infection. Both echo and right heart catheterization showed minimal flow into the vad. Warfarin was stopped and heparin was started and titrated. Tirofiban and tpa were given and the pump remains in situ. The patient remained on the ward in renal failure, requiring regular hemofiltration. Hemolysis and renal failure is a known potential risk associated with use of all vads as outlined in the instructions for use (IFU) which includes guidelines for optimal patient management. The pump remains implanted and therefore is not available for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption and multiple high watt alarms. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The reported dehydration and infection, which can lead to hemostatic abnormalities are factors that may have contributed to the event. With review of the available information and device history records, here is no evidence to suggest that a device malfunction caused or contributed to the reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Signs of hemolysis including hematuria may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from england by the ventricular assist device (vad) coordinator that high watts and increasing hemolysis parameters were detected. The patient is awake and in the hospital. No further information is available at this time.